Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
The customer reported that the unit was given error code message of machine and proximal pressure sensors failed and unit would not switch off. The customer reported there was no patient involvement.

Manufacturer narrative:
The failure investigation (fi) lab received the data acquisition (da) pcba and data acquisition pcba to motor controller (mc) pcba cable for evaluation. Visual inspection of the da pcba and da pcba to mc pcba cable revealed no evidence of damage or contamination. Fi technician installed the da pcba and da pcba to mc pcba cable into the fi test ventilator. Operational test and pressure accuracy test was performed and passed. Fi technician flexed the da pcba to mc pcba cable multiple times the ventilator remains operation with no error detected. The root cause for the reported problem could not be determined due to no problem found.